Event description:
A user facility submitted a repair request to olympus, for the endoeye flex deflectable videoscope exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device the following defects were found, bending section cover adhesive part chipped, insufficient angle, angulation malfunction/bending problematic, and image problem/no image. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: the correct product return date is 28jun2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, reproduction of the suggested event ¿the screen becomes black and shows no image¿ was confirmed. The assignable causes were determined to be the following: 1. Capacitor were aging-deteriorated due to repeated energization stress; 2. Connecting and disconnecting a part of the video connector while the power of the system was on led to temporary overcurrent; 3. The video connector temporarily short-circuited by connecting to the video system center with water and so on adhering to the electrical contacts; 4. Static electricity was produced to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.